Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found containing foreign matter and air bubbles before use. The following has been provided by the initial reporter: fm in gel. Air bubbles in gel.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter in gel and embedded air bubble with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found containing foreign matter and air bubbles before use. The following has been provided by the initial reporter: fm in gel. Air bubbles in gel.